Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house testing was performed using in-house contour next one meter with in-house contour next test strips and in-house contour next control solution from lot # 8bv2g25, which gave satisfactory performance. All control readings obtained during in-house testing were properly stored in meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured. The customer's age and weight were not provided.

Event description:
The customer ran control test and obtained a reading of 161 mg/dl on the contour next one meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. A replacement meter kit was sent to the customer.